Event description:
It was reported that after a lithotripsy procedure, the patient experienced an infection/sepsis, no additional medical treatment was report. The hospitalization reported was same as the index procedure. The event was reported as resolved. The relationship between the patient symptom and device, was assessed as not related.

Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
The b5 incident description field was updated for clarity. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that after a lithotripsy procedure, the patient experienced an infection/sepsis. No additional medical treatment was reported. The hospitalization reported was the same as the index procedure and the event was resolved. The relationship between the patient symptom and device was assessed as not related.